Event description:
The ge oec 2600 uroview fluoroscopy system would not properly boot up. There was a single report of this malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system was booted multiple times without issue. No errors were noted in the event log. The system was further tested, found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.